Manufacturer narrative:
Additional information: b5. B5: upon follow up, the patient was discharged from the hospital on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 3 days, discontinued after 2 days) for peritonitis. Patient hospitalization was ongoing. At the time of this report, the patient was not recovered from the peritonitis and cloudy effluent; and recovered from abdominal pain. Pd therapy was put on hold, catheter was removed, and patient was switched to hemodialysis (hd) which was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.